Event description:
The patient complained that the pump was not dispensing medicine following surgical procedure. A friend of the patient's removed the pump and it was initially retained by the family. The patient was placed on oral pain meds following removal of the pump. The device was returned to the hospital, who subsequently surrendered the device to the manufacturer. No known source of failure discovered with device while with the hospital.